Event description:
The patient claimed that the up/down buttons required several presses to activate the desired pump functions for the past 2 months. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: testing confirmed intermittent responses to button presses on the 'up' and 'contrast' buttons. The 'down' and 'ok' buttons respond to button presses. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Observed the battery compartment is cracked at opening of battery chamber extending down to the primary seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.